Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter part was black and dirty. There were brown stains inside the catheter.

Event description:
It was reported that the foley catheter part was black and dirty. There were brown stains inside the catheter.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (8) photo samples. The photo samples show foreign material inside the catheter shaft and discolored. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted brown specs of foreign material inside the catheter shaft and balloon part. This does not meet specification per (B)(4), revision 20 which states "product/assembly must be free from visible loose or embedded foreign matter". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.